Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unspecified colonoscopy procedure that the subject device had black image. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was not returned to olympus for inspection. However, the customer contacted olympus technical assistance center (tac) via phone, and remote troubleshooting was performed. Technical assistance center (tac) advised the customer to check the video cabling going to provation to ensure it is secure. Troubleshooting was able to resolve the reported allegation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.